Event description:
The hcp reported that the pt was experiencing "withdrawl symptoms" which began on 09/29/06. The pt was due for refill on 10/02/06. The logs were accessed and reported to be "normal'; x-ray of the pump system reported to be "normal", as well. The pt has noted a metallic taste in his mouth - "as if he was tasting the drug". The pt receives morphine 10 mg/ml at 11 mg/day. The hcp reported that refills will be scheduled in the future in order to accommodate potential sensitivity to change in flow rate with low reservoir volume. The pt has decreased pain relief and is scheduled for a "pump catheter study".